Event description:
It was reported while on a call, when unloading the empty stretcher from the ambulance the stretcher legs extended partially and then stopped. The legs were raised manually and attempted to be lowered again with power and the same thing occurred along with an error code m02 on the display. The decision was made to utilize a backup stretcher and remove the subject stretcher from service. There were no reports of adverse effect to the intended patient as a result of the delay in calling for a back up stretcher.

Event description:
It was reported while on a call, when unloading the empty stretcher from the ambulance the stretcher legs extended partially and then stopped. The legs were raised manually and attempted to be lowered again with power and the same thing occurred along with an error code m02 on the display. The decision was made to utilize a backup stretcher and remove the subject stretcher from service. There were no reports of adverse effect to the intended patient as a result of the delay in calling for a back up stretcher.

Manufacturer narrative:
The end user conducted a self evaluation of the stretcher and reported that initially the issue could not be duplicated and all connections appeared to be tight and there were no signs of damage. After powering the stretcher off and back on, the stretcher displayed an error code and exihibited the same issue as originally reported. Replacement actuator cables were provided to the end user and they advised that after installation of the cables, the stretcher began operating as intended. The end user provided an incident report and confirmed the patient had not been placed on the stretcher at the ime of the reported problem and that there were no injuries as a result of the malfunction.